Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer turned off and it was noted upon bench testing that the programmer would not power up. The power supply was replaced. It was further noted that the tab on the power cord bay was broken and the power cord bay was replaced. The hard drive was upgraded, software reloaded and updated and the programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an implant procedure, the programmer stopped working and turned off. The programmer was returned for service. There was no patient involvement.